Event description:
It was reported that allegedly, a pta balloon dilatation catheter would not retract back through a 5f introducer sheath. Reportedly, the introducer sheath and pta balloon dilatation catheter were removed from the pt as one unit. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not known. The device has been returned and the sample evaluation is underway.